Manufacturer narrative:
It was reported that the cautery tip broke during use. No pt injury resulted. It is not known if the tip had been manipulated in any way prior to or during use. The broken tip was returned and the issue was confirmed. The tip is manufactured by bovie medical. They have been notified of the incident and the sample has been returned to them for further review and investigation.

Event description:
Report that tip broke off cautery pencil during use.